Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was 544 mg/dl and the patient was treated with correction bolus via pump. No further information available.